Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: broken shell, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on anterior and missing shell (25-50%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on anterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reported " implant rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side.